Manufacturer narrative:
Eca is the manufacturer of the traq single-use instrument kit ref ·tq-inst-1.

Event description:
Possible post procedure infection. It is still not confirmed whether eca's product contributed to the incident. Our customer has received a complaint involving a postoperative infection following implantation of the traq allograft. Date of procedure: on (B)(6) 2026, facility: (B)(6), physician: dr. (B)(6). Products: tq-imp-1 painteq traq posterior sij implant, catalog#: tq- imp-1, lot#: da24bs31c26a, serial#: (B)(6), demineralized bone matrix, catalog#: lq-dbm-1.0, lot#: kl09av19c20c, serial#: (B)(6), traq instruments, tq-inst-1 (eca's instruments), 19716. Approximately 5-6 days following the procedure, the patient developed signs of infection at the surgical site and was admitted for evaluation. A CT scan reportedly demonstrated the implant to be in satisfactory position without evidence of implant-related abnormalities. The patient was started on antibiotic therapy following evaluation.